Event description:
It was reported that the device was hot, smoking and leaking battery acid. There was no associated procedure.

Event description:
It was reported that the device was hot, smoking and leaking battery acid. There was no associated procedure.